Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 327mg/dl, 411mg/dl,206mg/dl,359mg/dl,325mg/dl,261mg/dl,178mg/dl. Tests were done < 10 minutes apart with a difference of 29%. Pt did not experience any adverse events. No further info has been reported.